Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during the cholangiogram, the trocars were leaking co2. They continued to use to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.